Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the high blood glucose level. The blood glucose at the time of the incident was 400 mg/dl. The customer states they have discontinued using the pump and transmitter. She states she has better control with manual injections. The customer states she woke up with a high blood glucose level after being in the 80s all night. The customer did note it may have been a site issue, due the adhesive being soaked. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.